Event description:
Customer was using the pad when she noticed a smell like a motor burning. The customer observed a burn spot on the cover. She pulled the cover off and there was a ring of fire with glowing embers. The customer then grabbed some water that was nearby and doused the pad. The customer claims that she was intoxicated by the horrible smell. Customer then stated she was in shock. Customer also believes she has postpartum depression and is in shock from this happening. Product has not been returned for investigation. The customer was sent a return service label but was unwilling to return the pad to bce. No investigation can be done since the product was not returned. Bce cannot determine what was the cause of the incident. A possible reason for this incident is that the product was folded and/or laid on during use. Misusing the pad by folding/laying on it during use can cause the lead to discoloration of cover, and in cases of severe misuse can lead to burn holes in pad and exposed heater wire. IFU states "do not sit on, lie on, or crush pad. Avoid sharp folds." Customer has a history of misusing her pads by laying on/folding pads during use. Previously returned pads from the customer have resulted in inspector determining that the pads were laid on/folded during use. Bce can safely say customer did not receive postpartum depression from this incident. This is a mood disorder that occurs after the birth of a child.